Manufacturer narrative:
The customer reported that there was an automatic table move (atm) error when shifting a patient after a cone beam CT (cbct) with x-ray volume imaging (xvi).

Event description:
The customer reported that there was an atm error when shifting a patient after a cvct with xvi.

Manufacturer narrative:
H6 updated. H10 updated. The investigation was completed by conducting a thorough evaluation of the product and the reported information. Mosaiq is working as designed and intended. There was a communication issue with the couch move assistant program. Based on the available information, there was no patient mistreatment in this case.